Event description:
Patient stated that his v-go is not sticking good to his skin. Patient stated that he always properly prepped his site, and uses the v-go on the abdomen. Patient stated he applied the v-go this morning at 5:30 am and it fell off at 9:00 am. The patient blood sugar value was 500 on (B)(6) 2019 at 5:00 pm. Patient stated his normal blood sugar level is 150. Patient also stated that he had has 12 v-go's fall off from his abdomen since (B)(6) 2019. Patient said that he sweats a lot and moves all day long, because he is a contractor.